Event description:
The manufacturer received information that a ventilator inoperable alarm occurred on a trilogy evo device. No patient harm or injury were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.